Event description:
It was reported that the user experienced a hypoglycemic event when glucose was falling quickly, did not treat an alert around 124 mg/dl, then announced and ate lunch at approximately 60 mg/dl, after which glucose returned to range. The lowest recorded glucose was 53 mg/dl, and the infusion set in use was a steel cannula. Symptoms included hypoglycemia without reported clinical symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, with a usage problem identified related to insufficiently or improperly treating hypoglycemia; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.